Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2014-00234 & 1016427-2014-00038. Complaint conclusion: as reported by the (B)(4) registry during the index procedure the patient had an ischemic stroke post stent deployment. Deficits included behavioral change and aphasia. Onset was sudden and recovery unknown. Emergency cea surgery was not performed. According to the neuro consult, patient was not a candidate for thrombolytic therapy due to current treatment with blood thinners and bleed risk associated with his procedure. Following stent implantation, slow flow was noted. Activated clotting time (act) was drawn and found out of range. At this point, it was noted that the patient had left upper extremity weakness and then started yawning. As noted, there was slow flow in the left internal carotid artery. There was still a residual 80% stenosis. As a result, to allow for additional protection, a filterwire ez 3.5-5.5x190cm filterwire ez was deployed proximal to the 6mm basket angioguard and distal to the stent. ¿it was the physician¿s preference/medical judgment to have 2 embolic devices deployed.¿ the stent was then post-dilated with an abbott viatrac 14 plus 5x20x135 cm balloon. Aspiration/thrombectomy was performed with a pronto v3 4fx105cm catheter proximal to the angioguard and then angioguard was removed. After removal of both filters, final result was a reduction down of the stenosis to 10% residual with timi-3 flow. There was excellent flow in the right middle cerebral artery, and posterior communicating artery noted post-procedure. However, the patient¿s neurological condition remained the same with left extremity weakness (more so affecting the upper extremity than the lower extremity) and sounded like what appeared to be some degree of confusion. The patient was noted to be somewhat agitated. The patient was not responding for a period of time. The patient has a tracheostomy stoma and thus we could not ask him to speak during the procedure. Within the hour, he became more responsive but did not fully follow all commands. The patient was transferred to stat CT scan after which he was transferred to the ccu. The deficits and residuals are still resolving. According to the neuro progress note four days post index procedure, the patient had improved over past 48 hours, but the patient¿s left side was flaccid. The duration of neurological deficit is unknown. The event is unrelated to anticoagulation. The event was deemed unrelated to the cordis device and related to the index procedure. The patient was discharged 11 days post index procedure. Nih stroke scale score was 16 and rankin score was 5. Pre-procedure nih stroke scale score was 0 and rankin score was 0. Carotid artery stenting (cas) was performed on a 90-95% occluded lesion in the ostial right internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion had no documented calcification. There was no occlusion in the contralateral carotid. There was no restenosis at the site of the previous left cea. A 6mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated with a 4x20 emerge balloon. An 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was slow flow noted. No debris was found in the filter basket upon retrieval. There was no documented presence of air bubbles. The (B)(6) male patient has a medical history of stroke, history of smoking (>5packs of cigarettes),coronary artery disease, myocardial infarction, coronary percutaneous revascularization, dyslipidemia, hypertension, hypothyroidism, prior left pta, prior left stent (widely patent) in the lica from 2006, prior left carotid endarterectomy, tracheostomy and previous radical neck dissection for throat cancer (pharyngeal carcinoma) type 2 aortic arch, history of amaurosis fugax, and high-risk criteria of age > (B)(6) and presence of a tracheostomy stoma. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16044443 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient (extensive medical history), vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2014-00234 & 1016427-2014-00038. Adjudication minutes provided additional details regarding the event reported. The event was deemed procedure-related and device-related. The same day following the procedure the patient was moving his right leg spontaneously more so than his left. He did tend to move his right upper extremity as well. He held his left upper extremity bent at the elbow on his chest. He occasionally turned his head, but kept his eyes closed. Initially, he did not respond to verbal stimulus, but with some additional physical stimuli he followed some simple commands. He briefly opened his eyes and stuck out his tongue, which was midline. He did move his right side more or less on command. He did not move his left upper extremity. The patient's face was symmetric. He did not keep his eyes open for long, but pupils were noted to be equal, round, and reactive. The nih stroke scale score was 19 due to loc: not alert, but arousable, answering neither question correctly, performing 1 task correctly, motor strength: no effort against gravity in the left and right arms and legs and best language: mute. Of note, the flow sheet did not specify if tracheostomy impacted loc questions and/or best language. The following day, the neurology progress note indicated that the patient arouses with vigorous stimulation only. He did not reliably follow 1 step commands, moved right side spontaneously. Left side was densely plegic. There was triple flexion ¿w/d on the left¿, right gaze preference, little blink to threat on left and a weak gag. Two days following the index procedure, a neurological flow sheet documented a nih stroke scale score of 18 and noted the following: not alert, but arousable, answers neither question correctly, performs neither task (open/close eyes), partial gaze palsy, no effort against gravity in the left arm and left leg, right leg drift, mild to moderate sensory (?loss-margin cut off), best language: mute, global aphasia, dysarthria: intubated or other physical (margin cut off) and extinction/inattention: full answer cutoff. Three days following the index procedure, the neurology progress note indicated that the patient was improved over past 48 hours, wakes to voice alone, opens eyes and followed simple commands with right hand grips, had good eye contact when approached from right, able to see 2 or 5 fingers when physician presented at 3 feet, non-dysarthric, rightward gaze, no nystagmus, right side moved well spontaneously and with some commands and left side no movement. Four days post-procedure, the neurology note indicated the patient was improved over the past 48 hours. The patient wakes to voice alone, readily took the physician¿s hand when offered for handshake, had good eye contact when approached from the right, had a rightward gaze, moved right side well and spontaneously and left side was flaccid. Five days post-procedure, the site reported the nih stroke scale score was 16 and the rankin score was 5. Details of the neurological examination were not provided. The site reported the duration of the neurological deficits was unknown and the recovery was unknown. The patient was discharged 11 days post procedure on asa and clopidogrel. The 30-day follow-up visit was completed and the stroke scale scores were not evaluated. The patient was on asa and clopidogrel. Complaint conclusion: as reported by the sapphire registry during the index procedure the patient had an ischemic stroke post stent deployment. Deficits included behavioral change and aphasia. Onset was sudden and recovery unknown. Emergency cea surgery was not performed. The event is unrelated to anticoagulation. The event was deemed procedure-related and device-related. According to the neuro consult, patient was not a candidate for thrombolytic therapy due to current treatment with blood thinners and bleed risk associated with his procedure. Following stent implantation, slow flow was noted. Activated clotting time (act) was drawn and found out of range. At this point, it was noted that the patient had left upper extremity weakness and then started yawning. As noted, there was slow flow in the left internal carotid artery. There was still a residual 80% stenosis. As a result, to allow for additional protection , a filterwire ez 3.5-5.5x190cm filterwire ez was deployed proximal to the 6mm basket angioguard and distal to the stent. ¿it was the physician¿s preference/medical judgment to have 2 embolic devices deployed.¿ the stent was then post-dilated with an abbott viatrac 14 plus 5x20x135 cm balloon. Aspiration/thrombectomy was performed with a pronto v3 4fx105cm catheter proximal to the angioguard and then angioguard was removed. After removal of both filters, final result was a reduction down of the stenosis to 10% residual with timi-3 flow. There was excellent flow in the right middle cerebral artery, and posterior communicating artery noted post-procedure. However, the patient¿s neurological condition remained the same with left extremity weakness (more so affecting the upper extremity than the lower extremity) and sounded like what appeared to be some degree of confusion. The patient was noted to be somewhat agitated. The patient was not responding for a period of time. The patient has a tracheostomy stoma and thus we could not ask him to speak during the procedure. Within the hour, he became more responsive but did not fully follow all commands. The patient was transferred to stat CT scan after which he was transferred to the ccu. The same day following the procedure the patient was moving his right leg spontaneously more so than his left. He did tend to move his right upper extremity as well. He held his left upper extremity bent at the elbow on his chest. He occasionally turned his head, but kept his eyes closed. Initially, he did not respond to verbal stimulus, but with some additional physical stimuli he followed some simple commands. He briefly opened his eyes and stuck out his tongue, which was midline. He did move his right side more or less on command. He did not move his left upper extremity. The patient's face was symmetric. He did not keep his eyes open for long, but pupils were noted to be equal, round, and reactive. The nih stroke scale score was 19 due to loc: not alert, but arousable, answering neither question correctly, performing 1 task correctly, motor strength: no effort against gravity in the left and right arms and legs and best language: mute. Of note, the flow sheet did not specify if tracheostomy impacted loc questions and/or best language. The following day, the neurology progress note indicated that the patient arouses with vigorous stimulation only. He did not reliably follow 1 step commands, moved right side spontaneously. Left side was densely plegic. There was triple flexion ¿w/d on the left¿, right gaze preference, little blink to threat on left and a weak gag. Two days following the index procedure, a neurological flow sheet documented a nih stroke scale score of 18 and noted the following: not alert, but arousable, answers neither question correctly, performs neither task (open/close eyes), partial gaze palsy, no effort against gravity in the left arm and left leg, right leg drift, mild to moderate sensory (?loss-margin cut off), best language: mute, global aphasia, dysarthria: intubated or other physical (margin cut off) and extinction/inattention: full answer cutoff. Three days following the index procedure, the neurology progress note indicated that the patient was improved over past 48 hours, wakes to voice alone, opens eyes and followed simple commands with right hand grips, had good eye contact when approached from right, able to see 2 or 5 fingers when physician presented at 3 feet, non-dysarthric, rightward gaze, no nystagmus, right side moved well spontaneously and with some commands and left side no movement. Four days post-procedure, the neurology note indicated the patient was improved over the past 48 hours. The patient wakes to voice alone, readily took the physician¿s hand when offered for handshake, had good eye contact when approached from the right, had a rightward gaze, moved right side well and spontaneously and left side was flaccid. Five days post-procedure, the site reported the nih stroke scale score was 16 and the rankin score was 5. Details of the neurological examination were not provided. The site reported the duration of the neurological deficits was unknown and the recovery was unknown. The patient was discharged 11 days post procedure on asa and clopidogrel. The 30-day follow-up visit was completed and the stroke scale scores were not evaluated. The patient was on asa and clopidogrel. Pre-procedure nih stroke scale score was 0 and rankin score was 0. Carotid artery stenting (cas) was performed on a 90-95% occluded lesion in the ostial right internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion had no documented calcification. There was no occlusion in the contralateral carotid. There was no restenosis at the site of the previous left cea. A 6mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated with a 4x20 emerge balloon. An 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was slow flow noted. No debris was found in the filter basket upon retrieval. There was no documented presence of air bubbles. The (B)(6) male patient has a medical history of stroke, history of smoking (>5packs of cigarettes),coronary artery disease, myocardial infarction, coronary percutaneous revascularization, dyslipidemia, hypertension, hypothyroidism, prior left pta, prior left stent (widely patent) in the lica from 2006, prior left carotid endarterectomy, tracheostomy and previous radical neck dissection for throat cancer (pharyngeal carcinoma) type 2 aortic arch, history of amaurosis fugax, and high-risk criteria of age > 75 and presence of a tracheostomy stoma. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16044443 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow typically resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent (80%) of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) registry during the index procedure, the patient had an ischemic stroke post stent deployment. Deficits included behavioral change and aphasia. Onset was sudden and recovery unknown. Emergency cea surgery was not performed. According to the neuro consult, patient was not a candidate for thrombolytic therapy due to current treatment with blood thinners and bleed risk associated with his procedure. Following stent implantation, slow flow was noted. Activated clotting time (act) was drawn and found out of range. At this point, it was noted that the patient had left upper extremity weakness and then started yawning. As noted, there was slow flow in the left internal carotid artery. There was still a residual 80% stenosis. As a result, to allow for additional protection , a filterwire ez 3.5-5.5x190cm filterwire ez was deployed proximal to the 6mm basket angioguard and distal to the stent. ¿it was the physician¿s preference/medical judgment to have 2 embolic devices deployed.¿ the stent was then post-dilated with an abbott viatrac 14 plus 5x20x135 cm balloon. Aspiration/thrombectomy was performed with a pronto v3 4fx105cm catheter proximal to the angioguard and then angioguard was removed. After removal of both filters, final result was a reduction down of the stenosis to 10% residual with timi-3 flow. There was excellent flow in the right middle cerebral artery, and posterior communicating artery noted post-procedure. However, the patient¿s neurological condition remained the same with left extremity weakness (more so affecting the upper extremity than the lower extremity) and sounded like what appeared to be some degree of confusion. The patient was noted to be somewhat agitated. The patient was not responding for a period of time. The patient has a tracheostomy stoma and thus we could not ask him to speak during the procedure. Within the hour, he became more responsive but did not fully follow all commands.

Manufacturer narrative:
The patient was transferred to stat CT scan after which he was transferred to the ccu. The deficits and residuals are still resolving. According to the neuro progress note four days post index procedure, the patient had improved over past 48 hours, but the patient¿s left side was flaccid. The duration of neurological deficit is unknown. The event is unrelated to anticoagulation. The patient has not been discharged at this time. The event was deemed unrelated to the cordis device and related to the index procedure. Pre-procedure nih stroke scale score was 0 and rankin score was 0. Carotid artery stenting (cas) was performed on a 90-95% occluded lesion in the ostial right internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch iii lesion had no documented calcification. There was no occlusion in the contralateral carotid. There was no restenosis at the site of the previous left cea. A 6mm basket angioguard embolic protection device was deployed past the lesion and the lesion was pre-dilated with a 4x20 emerge balloon. An 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was slow flow noted. No debris was found in the filter basket upon retrieval. There was no documented presence of air bubbles. This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin, angiomax, atropine, verapamil were given during the procedure. Pre and post-procedure medications included aspirin, plavix, carvedilol, norvasc, levothyroxine, maxzide, pravastatin. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 35220953, abbott viatrac 14 plus 5x20x135 cm, 6f 90cm shuttle sheath, 4x20 emerge balloon, filterwireez boston scientific, pronto v3 4fx105cm catheter. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2014-00234 & 1016427-2014-00038.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2014-00234 & 1016427-2014-00038.additional information was received indicating that the patient was discharged 11 days post index procedure. Nih stroke scale score was 16 and rankin 5. Concomitant medications: clopidogrel was also given before and after the procedure.